Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30886181l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6) 2023. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular ablation procedure with a qdot micro and the patient suffered pulmonary vein stenosis. It was reported that left inferior pulmonary vein (lipv) occlusion was found. The procedure had already been completed. The physician judged that there was a causal relationship between the health hazard and the product and commented that the event was caused by dense ablation at 90w. The physician considered the health hazard to be serious but no additional intervention was provided. The patient was under observation and discharged the hospital a few days after the procedure. Not considered to be extended hospitalization. The patient¿s outcome from the adverse event was reported as unchanged. There was no abnormality before or while using the products. An ngen generator was used in this case with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message observed. Contact force (cf) monitoring methods included real time graph; dashboard; vector and visitag. Coloring settings for visitag included tag index and additional filters for visitag were target temp.